Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported the catheter eroded through the skin. It was also noted that the catheter had migrated out of the intrathecal (it) space. There was no known factors that may have led or contributed to the event. There was no diagnostics or troubleshooting performed. The hcp was planning to replace the spinal portion of the catheter. It was noted that the issue was not resolved at time of report. It was noted that surgical intervention did not occur, but was planned and scheduled for (B)(6) 2020. The patient's medical history was asked and will not be made available. The patient's status was alive-with injury. The injury and patient recovery noted the patient sent a picture of their back to their hcp and it appeared the catheter has come out of the it space and exited the body. The event date was (B)(6) 2020. No further complications were reported.